Manufacturer narrative:
Reporter name: (B)(6). There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a red battery alarmed occurred while the power module was connected to the socket. The alarm persisted even after the battery was replaced. To switch off alarm, the internal battery and power card had to be disconnected from wall charger. Related manufacturer report number #2916596-2021-07651.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module (serial number: (B)(6) producing a red battery alarm was not confirmed via evaluation at the european distribution center (edc). The returned power module performed as intended throughout all functional testing, and no atypical alarms were able to be reproduced. However, it was noted that the backup battery was going to expire on 31mar2023, so the battery was replaced. The serviced unit was returned to the rental pool after passing all required testing per procedure. The root cause of the reported event was unable to be conclusively determined via this analysis. Review of the device history record for the power module, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 5.0 ¿power module alarm conditions¿) explains all power module related alarms and the appropriate actions to address them. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.